Manufacturer narrative:
(B)(4). Batch #: unk (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Is the stoma temporary or permanent? What is the current patient status?

Event description:
It was reported that the surgeon fired the cdh29p and when viewing the anastomosis with a flexible sigmoidoscope he noticed a number of air bubbles so decided to give the patient a stoma. Surgeon gave the patient a stoma. No patient impact or delay.

Manufacturer narrative:
(B)(4). Date sent: 07/15/2021. D4: batch # u5c939. Additional information was requested, and the following was received: what were the indications for surgery? Rectal cancer. What surgical procedure was performed? Robotic low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No issues experienced when firing. What healthcare professional fired the device and what is his/her experience with the device? Mr (B)(6) consultant colorectal, laparoscopic & robotic surgeon, has used echelon circular on a number of occasions previously. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I am not sure on this don¿t remember now. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? - yes. Were there any issues with device use/firing? ¿ no issues when firing device. What confirmation was received that the device completed the firing sequence? Yes, audible feedback and the green tick lit up. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two complete revolutions. Was there any difficulty removing the device? No difficulty in removing the device from the patient. Was a complete transection of the white breakaway washer visually confirmed? - yes were the donuts inspected? If so, please describe. ¿ complete circular donuts. Were there any issues noted with staple formation? If so, please describe the shape and location. No issues. Was a leak test performed? If so, what type and what was the result? Flexible sigmoidoscopy showed air leak on the right side with huge bubbles on the first test but when it was repeated did not show anything. Was the staple line visualized endoscopically during the initial surgical procedure? Yes complete circumferentially. Is the stoma temporary or permanent? Temporary. What is the current patient status? Pt is well and at home. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and anvil with cut washer. The device was reset and fired into a test skin with no issues. It formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.